Event description:
While reporting differences between sensor glucose and blood glucose level readings, customer stated that the insulin pump returned a no delivery alarm. Customer reported that multiple alarms were returned. Blood glucose level was 133 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.